Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# serial# unknown implanted: explanted: product type screening device product ID 309201 lot# serial# unknown implanted: explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that patient stated that she is on her way to the hospital to have last minute brain surgery. Patient stated that the device has not been working well the last few days. Patient increased stimulation as they thought the leads had moved as the therapy was not working well for them.